Event description:
The medication was to be infused for 46 hours via moog curlin pump. Followed procedures for pump preparation - cleaned sensors, installed new batteries. Checked line for air bubbles; started the infusion. One hour later, the patient returned with pump beeping and error message "air in line" tubing was rechecked and reinstalled. Error message occurred again in 15 minutes. The patient refused to wait for replacement.